Event description:
The customer reported the lift was intermittently not working. The lift would not raise or lower. They have been able to use the system. There was no pt injury reported.

Manufacturer narrative:
The ge svc rep tested the system and found the column in the raised position and it would not lower. The ps3 power supply was defective. The rep replaced the power supply. The system operates as intended.